Event description:
A low flow alarm threshold was requested to be decreased to 2.0 liters per minute due to persistent low flow alarms. The patient was medically optimized, with known pulmonary hypertension, and was asymptomatic with low flow alarms. Low flow threshold was decreased without issue on both patient system controllers. It was noted that the right heart failure/pulmonary hypertension was pre-existing.

Manufacturer narrative:
D4 :UDI corrected. H6: health effect - impact code and medical device problem code added. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right ventricular failure and pulmonary hypertension could not be conclusively determined through this evaluation. Additionally, analysis of the log files that were provided by the account confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. According to the account, the low flows were due to pulmonary hypertension/rv failure and the patient was doing well with no symptoms. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further issues have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1, "introduction," lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 1 of the IFU, ¿introduction¿, also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs.

Event description:
It was reported that the patient experienced frequent low flows and was recently admitted and found to have pulmonary hypertension and right ventricular failure based on right heart catheterization. The patient was started on pulmonary hypertension therapy with improvement of low flows. The patient was doing well with no symptoms. Log files were submitted for review and captured intermittent low flow alarms between (B)(6) 2024 at 23:50:22 and (B)(6) 2024 at 19:49:55. The event log captured intermittent low flow alarms between (B)(6) 2024 at 20:30:49 and (B)(6) 2024 at 4:33:57. Log files were later submitted for review and captured data that ranged from (B)(6) 2024 at 9:49:41 to (B)(6) 2024 at 8:49:31 and did not contain any low flow alarms. The latest event log file data ranged from (B)(6) 2024 at 18:18:01 to (B)(6) 2024 at 7:03:06 and captured intermittent low flow event during this time frame. No other unusual alarms were noted. Log files were later submitted for review and captured data that ranged from (B)(6) 2024 at 9:49:31 to (B)(6) 2024 at 7:49:26 and did not contain any low flow alarms. The latest event log file data ranged from (B)(6) 2024 at 9:16:54 to (B)(6) 2024 at 7:45:10 and captured intermittent low flow alarms. No other unusual event noted. Log files were later submitted for review and captured data that ranged from (B)(6) 2024 at 8:49:26 to (B)(6) 2024 at 8:49:20 and did not contain any low flow alarms. The latest event log file data ranged from (B)(6) 2024 at 9:03:30 to (B)(6) 2024 at 7:17:38 and captured intermittent low flow alarms. No other unusual event noted. Log files were later submitted for review and captured data that ranged from (B)(6) 2024 at 9:55:14 to (B)(6) 2024 at 9:49:00 and did not contain any low flow alarms. The latest event log file data ranged from (B)(6) 2024 at 12:44:19 to (B)(6) at 9:55:14 and did not capture any low flow alarms but did capture 2 low flow flags which did not persist long enough to trigger low flow alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.